Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas and alleged that the battery cap could not be removed from the pump. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: battery cap was not returned with the pump, a test battery cap was used for investigation and was able to be secured and remove with no defects.